Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock. Technical services (ts) analyzed device episode data and determined that the shock was inappropriate due to oversensing of noise. X-rays were taken and were inconclusive. It was noted that the noise could not be reproduced with in-clinic testing; however, the primary and secondary sensing vectors were not viable due to low amplitudes. Ts recommended system replacement. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. <<microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. This product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock. Technical services (ts) analyzed device episode data and determined that the shock was inappropriate due to oversensing of noise. X-rays were taken and were inconclusive. It was noted that the noise could not be reproduced with in-clinic testing; however, the primary and secondary sensing vectors were not viable due to low amplitudes. Ts recommended system replacement. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system has been explanted and replaced with a new s-ICD system. No additional adverse patient effects were reported. This product is expected to be returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock. Technical services (ts) analyzed device episode data and determined that the shock was inappropriate due to oversensing of noise. X-rays were taken and were inconclusive. It was noted that the noise could not be reproduced with in-clinic testing; however, the primary and secondary sensing vectors were not viable due to low amplitudes. Ts recommended system replacement. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system has been explanted and replaced with a new s-ICD system. No additional adverse patient effects were reported. This product is expected to be returned for analysis.

Manufacturer narrative:
This product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.